Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qvg6, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A manufacturer representative reported that a patient fell and the device broke through his skin. The patient's indication for use was bowel dysfunction and gastrointestinal/pelvic floor. A surgery was scheduled to explant the device on (B)(6) 2015 and the issue was resolved. The patient status was noted as alive with injury; the patient had a wound from explant, and was admitted to the hospital for wound care.